Event description:
It was reported that bd insyte ag bc global needle pierced the catheter resulting in needle retraction failure. The following information was provided by the initial reporter: rn inserting a #24 gauge IV intracath into left hand of an ambulatory care patient in prep for an iron infusion. Received blood back in the IV. Advanced the catheter and then pressed the while button to extract the needle. The needle would not extract. The needle then separated from the catheter tip from, and the needle was present in the patient's vein. The needle was then pulled out of the vein which was still connected to the IV itself. Needle and catheter tip present and intact.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information received from the customer clarifying patient outcome. E/f codes updated.

Event description:
Was there any harm/serious injury to patient/hcp directly related to this reported event? If yes, please describe in detail including any required medical treatment. Thu (B)(6) 2025 7:17 am no harm to the hcp or the patient during the incident.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. The report of retraction issues was confirmed from the circumstantial evidence that was observed in the two photographs that were provided for investigation. The photos showed a 24g insyte autoguard with the needle protruding through the IV catheter near the nose of the catheter adapter. 'Needle through catheter' was confirmed and the evidence of use indicates that the damage likely occurred during the insertion process. The reported retraction issues and needle puncture damage were likely associated; however, the root cause could not be determined without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.